Event description:
It was reported that the device had adhesive failure of the insulation. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the teflon jaw of the grasping section was burnt. The outer sheath of the insertion section was buckled and loose.